Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the consumer reporting that the cause of the oor was determined to be from 2 wires being broken. It was reported that the headaches were much better. They had changed the programs and added a new program. The patient had an x-ray to confirm that the wires had not moved. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an oor (out of regulation) screen on their patient programmer. The patient stated that they had a really bad headache and wanted to increase their stimulation on their programmer, but they got an oor message. Patient services gave them instructions on how to bypass the message and increase their stimulation. The patient was redirected to their healthcare provider to have their device checked and discuss their symptoms. It was reported that the oor message was seen when the patient was adjusting their settings. The date in which the patient¿s headache and the oor message began was on (B)(6) 2017. No further complications were reported/anticipated.